Manufacturer narrative:
(B)(4). The reported complaint was confirmed. The battery degradation was likely caused by inadequate maintenance (battery charging). The field service representative (fsr) advised the customer on proper maintenance for the battery per instructions for use (IFU). If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The fsr installed new batteries for release testing. Unit performed to manufacturer specifications. The suspect part was returned to manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the batteries of the system 1 base were dead due to lack of system use. There was no patient involvement.

Manufacturer narrative:
During laboratory evaluation, the product surveillance technician (pst) the pst observed the batteries to measure 13.0 volts direct current (vdc) and 12.8 vdc upon receipt (typical). Conductance measurements were 515 siemens (s) and 476 s respectively; 13.2 vdc is typical for a battery having a near full charge; 375s is the minimum requirement for conductance. The batteries were attached to a power manager test platter and charged. All indications were that the batteries had completely charged within two hours. A load test was performed on the batteries by first attaching the aps1 load simulator then removing alternating current (a/c) power from the test system. The batteries passed the test by supporting the load for 54 minutes, the minimum requirement is 50 minutes. Ac power was then restored and the batteries allowed to recharge for approximately 12 hours. After recharge completion, the charger was off, the charge status light emitting diode (led) was green, and total nominal available capacity (tnac) was 18.0 ah (typical). The test system was powered down overnight. Battery readings after 16 hours without charging were 13.2 vdc with 507 s and 12.9 vdc with 496 s respectively (2nd battery voltage is lower than typical). The 12.9 vdc reading is lower than typical and is likely due to internal degradation as the result of improper maintenance. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.